Event description:
Reportedly, the instrument was fired but only the knife cut; no staples were formed at all. Unexpected tissue loss was reported. Used another device to complete the procedure. Procedure: thoraco lung parial resection.